Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began treatment for the peritonitis with cephalosporin, vancomycin and also reported as ¿etcetera¿ (doses, frequencies and routes were not reported). On unreported dates, the patient was recovered, and dianeal therapies were discontinued. No additional information is available.